Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, eccentric, de novo lesion with 99% stenosis in the distal left anterior descending artery (lad). Reportedly, during pre-dilatation, the device was prepared inside of the patient anatomy. The 2.0 x 12mm rx trek was advanced with resistance due to the lesion. The balloon was inflated; however, ruptured during first inflation at 8 atmospheres. The balloon catheter was changed to a non-abbott balloon catheter and the procedure was completed after stenting. There was no resistance during removal of the device from the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.